Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the tube and anvil were inserted through the patient's mouth, but the suture broke inside the esophagus, causing the anvil and tube to come off. As it could no longer be used, a new device was used and the operation was completed without any problems. The anvil was retrieved from the patient's oral side using suture for anvil retrieved thread. The only thing that separate was the thread that connects the tube to the anvil, the thread for retrieving anvils was not separated, so it is retrieved as usual. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the orvil anvil was observed to be tilted and separated from the tubing (appearing that the suture is broken). Visual inspection of the orvil anvil cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was properly tied at the base of the orvil* anvil to the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. It was reported that the suture was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.